Event description:
It was reported to philips that the geometry movements were intermittently unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the neurovascular procedure was completed by transferring patient to another room. The field service engineer (fse) visited onsite and confirmed that issue related to geometry movement was intermittent. Further troubleshooting revealed that the height amc drive found malfunctioning. The review of system log file confirms the slaveid 0x2 failed, which confirmed the geometry movement issue. The fse replaced the height amc drive. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome